Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported a loss of therapy and that the trial worked better. The therapy had not worked for the patient like the trial device did for her pain. Since implant, the programming wouldn't hold for more than 1-2 days. The patient was programmed for adaptive stimulation on(B)(6) ; it worked only for 2 days then it stopped working. The patient had notified the representative that the therapy was not working for her. The representative later reported the last time she heard from the patient was on (B)(6) 2015. The patient called and left the rep a voicemail stating that the stimulator was turned off. The patient will meet the rep on (B)(6) 2015 at the doctor's office. The rep noted that she had seen the patient several times a long time prior to (B)(6) call but the rep was not aware of any programming issues. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.